Manufacturer narrative:
(B)(4). Added additional information: the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade

Event description:
It was reported that during a roux-en-y procedure the device went through initial testing. When they started to active the device an error occurred, unknown what error displayed on generator. They looked at the device and the active blade was broken in half. The blade piece was found on the floor. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 4-24-2012. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.